Manufacturer narrative:
Device evaluated by manufacturer: as the unit has not been returned, a technical analysis could not be performed. The manufacturing records were reviewed and no issues or discrepancies were found and met all specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B) (4).

Event description:
(B) (4). It was reported that following a coronary drug eluting stenting treatment procedure the patient underwent a CABG surgery. The index procedure treated an unspecified vessel with an unspecified taxus liberte stent. In (B) (6) 2009, restenosis was confirmed in the mid left anterior descending (lad) artery, the 1st diagonal branch and the proximal circumflex artery. In (B) (6) 2010, the patient returned for the 6 month study follow up visit which revealed unstable angina symptoms, positive ECG changes and a positive stress test. The next day the patient underwent a three vessel CABG surgery for a 1.3 x 3.8mm 55% restenosed lesion located in the mid lad, a 2.5x12mm 99% restenosed lesion located in the 1st diagonal branch and a 3.25x15mm 75% restenosed lesion located in the proximal circumflex artery. It was noted that the CABG procedure was not in the study target vessel. The patient was discharged 5 days later in improved condition.